Manufacturer narrative:
Siemens filed MDR 1219913-2021-00090 initial report on 11-feb-2021 for a falsely low atellica im tsh3-ultra (tsh3-ul) result obtained on a patient sample. 17-feb-2021. Additional information: siemens has reviewed the atellica im system files and there were no observed vacuum or thermal errors. The review of the system files did not show the system as being a potential cause of the discordant low result. Siemens is investigating.

Manufacturer narrative:
Siemens filed MDR 1219913-2021-00090 initial report on 11-feb-2021 for a falsely low atellica im tsh3-ultra (tsh3-ul) result obtained on a patient sample. MDR 1219913-2021-00090 supplemental report 1 on 11-mar-2021 for additional information. 18-mar-2021 additional information: siemens has completed the investigation. Quality control (qc) results when tested from the reagent readypack in question were observed to be low and out of package insert ranges. Both the controls and patient samples had the same trend of low recovery. The reagent readypack was not available for further investigation by siemens. The cause of the observed low qc and patient result is unknown. However, potential light exposure to the middle well fluorescein isothiocyanate (fitc) reagent may be a contributing factor. Light exposure degrades the fitc reagent which in turn can cause low control and patient recoveries. The instructions for use (IFU) under the storing and stability section states the following: "protect reagent packs from all heat and light sources. Reagent packs loaded on the system are protected from light. Store unused reagent packs at 2-8c away from heat and light sources." A product problem was not identified. The customer does not require further support for this issue. The assay is performing within specifications. No further evaluation of the device is required. In section h6, the investigation findings code and the investigation conclusion codes were revised.

Manufacturer narrative:
The customer contacted siemens to report atellica im tsh3-ultra (tsh3-ul) low out of range quality control results and a discordant, falsely low atellica im tsh3-ultra (tsh3-ul) patient result when using reagent readypack (B)(4) from reagent lot 364. The customer has removed reagent readypack (B)(4) from use and is processing patient samples routinely with reagent readypack (B)(4) . Siemens is investigating.

Event description:
A falsely low atellica im tsh3-ultra (tsh3-ul) result was obtained on a patient sample. The customer observed out of range low quality control issues and performed repeat tsh3-ul testing on another atellica im system using a different reagent readypack, resulting higher. Quality control results were within acceptable ranges with the different reagent readypack. Both reagent readypacks were from the same reagent lot 364. The higher tsh3-ul patient result was reported as the corrected result. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant tsh3-ultra (tsh3-ul) result.